Manufacturer narrative:
Exact date unknown, event occurred for more than 6 months.

Event description:
It was reported that the patient could not keep the ipg charged. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.